Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause of this was due to a shorted c1 on the monitor ca board. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse events occurred from the defective monitor. Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred from the defective batteries.

Event description:
A us distributor reported that a patient's monitor will not power up.